Event description:
Patient reported having had a right side re-operation and treatment due to capsular contracture, baker grade unknown. The capsular contracture was treated and the device remained implanted. Healthcare provider reported via nbir an explant. Healthcare provider later reported a capsular contracture baker grade ii and a rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.